Event description:
Rn reports home pt (hp) with leak noted at connection of transfer set and titanium adapter. Transfer set 2 weeks old. Hp reported incident to rn when he noted clothing to be wet. Transfer set changed by rn with no pt injury or medical intervention reported.